Event description:
User facility voluntary medwatch received that stated: "while receiving IV iron sucrose via hospira plum a+ pump (first time used on this pt. Pump positioned near shoulder) pt. Claims she was "zapped" at her pacemaker site. She pushed pump -2 ft. Away and had no further events." Upon further query the following info was provided that indicated, the pt felt "two zaps" at her pacemaker site while the pump was in use. It was reported that the pump was programmed to deliver an unspecified concentration of venofer. No specific programming parameters were provided. Approx. 10 minutes after the delivery was started, the pt reportedly felt "two zaps" at her pacemaker site. The pt reportedly pushed the pump two feet away and the sensation stopped. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Attachment: user facility voluntary medwatch report, number not listed. Testing and investigation found the device passed electrical safety testing.